Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2. Reference MFR. Report #: 1627487-2014-26324. It was reported the patient experienced foot drop following right hip replacement surgery. Due to the foot drop the physician wants the patient to have a MRI. The patient also did not receive effective stimulation so he wants the system replaced. Surgical intervention is pending to have the system explanted.